Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A complaint was reported regarding a high-pressure alarm. The tubing was clamped, and the cassette was removed. Air bubbles were observed in the cassette. Troubleshooting was performed but the alarm persisted. There were a patient involvement and no harm reported.